Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedances on the right ventricular (rv) lead. The values were less than 200 ohms. Loss of capture was also observed. A revision procedure was then performed. The rv lead and crt-d was explanted. However, during the revision, difficulty was experienced removing the existing left ventricular (lv) lead from the device. Troubleshooting was performed and ultimately, the lv lead was successfully removed from the header of the device. The lv lead is another manufacturer's product. No additional adverse patient effects were reported.